Event description:
Reportedly, the pt sustained a condition which required add'l care to treat the resultant condition. The reported condition suggests that the device was involved in the surgical procedure along with gynecare gynemesh which is produced by another company. She resumed topical estrogen cream and the erosion did improve, but has again worsened. The pt is bothered by discharge which is sometimes bloodly. Activity caused pressure pain in the vagina and now the pt reports a "raw, constant pain" with itching and irritation. She also feels that there is a "flap" where the rectocele was and that there is a bulge of tissue in the anterior part of the vagina. She feels that her cystocele has recurred because she can feel it when she inserts the estrogen cream applicator.